Event description:
Customer reported a low blood glucose level; with the lowest recorded at 3.1 mmol/l. There was no adverse impact to the customer¿s blood glucose level as the value was not below 54 mg/dl (3.0 mmol/l). To address the situation, customer consumed glucose tablets and was advised by technical support to consult a healthcare professional for potential settings adjustments. Customer also received education on the proper procedure for filling tubing to prevent unintended insulin delivery and acknowledged the information.